Event description:
The patient contacted lifescan (B)(4) alleging an unknown issue with the onetouch veriopro meter. The patient was unable to go through troubleshooting with customer service since the reported meter was given back to the sales representative. Lifescan received the meter involved with this complaint and completed device evaluation. This complaint is being reported because investigation revealed that the meter was not powering off immediately after removing the strip, which was occurring due to an incorrect setting in the meter's software. There was no allegation of harm of injury.